Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the reported failure (error 1162) was confirmed via logs and replicated in-house. The usm was tested on an in-house system and passed normal mode triggering no related errors. It was also tested on a patient side cart fixture test platform (pftp) and passed lissajous, cva(chip encoder virtual absolute), sensors check, sine cycle, and friction tests. However, fluid intrusion was found on the axes controller spar cannula (acsc), axes controller spar (acs), flat flex cable (ffc), and underneath the spar toggle switch. The error could be intermittent because the fluids have dried up. The acsc, acs, and acs to acsc ffc will be replaced as a fix to the reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) and reported universal surgical manipulator (usm) 2 was unable to move. The isi tse viewed onsite logs which reflect error 1162 followed by the staff disabling usm 2. The isi tse walked the staff through a hard power cycle of the system with no change. The isi tse explained the system could be used as a 3-arm system while the error 1162 was present. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the procedure was completed using only three arms.

Manufacturer narrative:
Based on the claim against the product by the customer noting the arm 2 issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was able to reproduce the reported issue and replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis and is in progress. Additional information is being gathered to determine the contribution of the device to the customer-reported issue. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer-reported issue.